Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angiography procedure, a wire break occurred. Vascular access was gained via the right superficial femoral artery (sfa). The pt2 300mm moderate support wire was inserted and crossed the unknown target lesion without issue. As an unknown balloon catheter was advanced on the wire the wire broke and the distal section remained in the sfa. Patient was taken to surgery to remove the distal section of the wire, and follow up reported condition of infection with ischemia.

Event description:
It was reported that during an angiography procedure, a wire break occurred. Vascular access was gained via the right superficial femoral artery (sfa). The pt2 300mm moderate support wire was inserted and crossed the unknown target lesion without issue. As an unknown balloon catheter was advanced on the wire the wire broke and the distal section remained in the sfa. Patient was taken to surgery to remove the distal section of the wire, and follow up reported condition of infection with ischemia.

Manufacturer narrative:
Device evaluated by manufacturer - device was received in two segments. A fracture was located approximately at 38.3cm from the distal end. A kink was noted approximately 37.9cm from the distal tip. All outer diameter measurements are within product specifications. The guidewire was submitted for sem analysis. The results were typical of a torsion overload and indicating a bending movement. No failure of the corewire was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).